Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient heard their subcutaneous implantable cardioverter defibrillator (s-ICD) emitting tones. A remote interrogation was performed which noted a high shock impedance alert. Initially it was thought that the alternate sensing vector was flat, however after review by boston scientific technical services (ts), it was determined there was low amplitude r-waves and not completely flat. There was concern over a fracture in the electrode, possibly near the s-ICD. X-rays were sent in to ts for review. Therapy was programmed off in the s-ICD and ts suggested an emergent electrode revision. There was also discussion about potential electrode dislodgement due to possible twiddler's syndrome. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted. It was noted that the patient had twiddler's syndrome and had gained weight since implant. A new s-ICD and electrode were successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the patient heard their subcutaneous implantable cardioverter defibrillator (s-ICD) emitting tones. A remote interrogation was performed which noted a high shock impedance alert. Initially it was thought that the alternate sensing vector was flat, however after review by boston scientific technical services (ts), it was determined there was low amplitude r-waves and not completely flat. There was concern over a fracture in the electrode, possibly near the s-ICD. X-rays were sent in to ts for review. Therapy was programmed off in the s-ICD and ts suggested an emergent electrode revision. There was also discussion about potential electrode dislodgement due to possible twiddler's syndrome. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted. It was noted that the patient had twiddler's syndrome and had gained weight since implant. A new s-ICD and electrode were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.